Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2016-07898. During an in clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. During a previous unrelated procedure, insulation damage was noted and repaired with medical adhesive. The physician suspects, but could not confirm, medical adhesive degradation to be the cause of the event. The device was reprogrammed to resolve the event. The patient was in stable condition.